Event description:
During pt treatment, the 3100a "stopped" three times during the night, completely "shutting down" the third time. The pt was then placed on a conventional ventilator without compromise.